Event description:
It was reported that there was air in the line of an extension set. According to the report, there were ¿some bubbles produced within the filter when conducting a routine intravenous administration procedure.¿ this malfunction occurred during priming. There was no report of patient injury or medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot was manufactured between may 09, 2013 - may 10, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.